Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing due to a low amplitude signal was observed. The signal was intermittently sensed and inhibited pacing. Patient was asymptomatic. Programming changes were suggested. No further information was available.

Event description:
New information noted that the noise was not reproducible through isometrics or pocket manipulation. Programming changes were made. Patient was fine.